Manufacturer narrative:
(B)(4). The investigation was completed on 05/19/2016. Customer returns and retain product was tested and are functioning according to specification.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for chloride (cl) on a (B)(6) year old male patient. There was no additional patient information at the time of this report. The customer states that the patient was not treated on the I-stat result and product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.